Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported this patient experienced a racing heart rate after performing exercise and then the heart rate regulating back to normal. It was believed there was an issue with the accelerometer of this device. The patient wanted the device reprogrammed to fix this issue. Technical services discussed this case with the field representative and noted to review right atrial capture as this may be a cause for initial loss of av synchrony. Ts also discussed possible reprogramming options. Ts noted some oversensing from the right ventricular pace which is sensed on the atrial channel resulting in anti tachycardia response, thus possible moving the agc could also be an option in this case. No adverse patient effects were reported. This device remains implanted. Additional information noted that this patient will be brought for possible reprogramming.